Event description:
The customer reported to olympus, black spot on the airway mobilescope. Upon inspection and testing of the customer returned device, it was observed that the coating on the insertion tube was peeling off. No patient injury reported. This MDR is being submitted to capture the reportable malfunction noted during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the image guide was significantly broken, the bending angle was insufficient due to the elongation of the angle wire, poor insertion of the treatment tool was observed in the forceps channel, insertion part serpentine was crushed, and the image guide serpentine coat was peeling (1mm 2 or more). Additionally, tightness of the digital camera and the cross / ok / menu button was not maintained, and liquid leakage was observed in the digital camera section. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon was caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.